Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 410 mg/dl and diabetic ketoacidosis. Reportedly, the cause was related to the customer's non-tandem continuous glucose monitor; however, this could not be confirmed. Subsequently, customer was hospitalized. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.